Manufacturer narrative:
Per field service report, the technician could not duplicate the event. The senior manager global marketing and product manager as well as the global clinical support specialist "are working with account with test equipment to evaluate interference and dropped signal from monitor." The customer was asked to "direct connect ECG and refrain from slaving to avoid monitor interruption."

Event description:
It was reported that the manager of cardiac procedures phoned the sales rep and stated the following: "over the weekend, they lost the ECG trigger" and subsequently "had trouble re-establishing." "The pump was still on the pt and will be swapped out today." There were no reported pt complications.